Event description:
Bi-ventricular ICD implanted (B)(6) 2011 to replace old ICD. Chronic right atrial lead was st. Jude medical 1688tc, 52 cm, serial # (B)(4). Rv lead was st. Jude medical model #7001, 65 cm, serial # (B)(4). Lv lead was st. Jude medical, model #1058t, 86 cm, serial # (B)(4). Pt will require laser lead extraction of externalized reactor st lead as well as lv lead due to severe lv dysfunction from externalized leads.